Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that his blood glucose level was really high. The customer was not receiving any insulin. The customer also experienced low blood glucose levels. His blood glucose level 39 mg/dl. He treated his blood glucose level with backup plan and injections. The customer treated his low blood glucose level with juice. The infusion set cannula was bent. The device was not returned.